Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had reach elective replacement indicator (eri) and health care professional (hcp) suspected premature battery depletion (pbd). The device remains in service. No adverse patient effects were reported.